Manufacturer narrative:
(B)(4). The device was received and evaluated. The event history log review showed several alarms, but since the reported event was not specified, that reported event could not be verified. Some of the most recent alarms in the log were the system errors (se) 1026 and reload the set (rls) 157. The device underwent visual inspection and functional testing. During the device evaluation, the se 1026 was verified since the monitor microprocessor detected that the pressure in the tank that seals the door and supplies air to the fluid delivery tank is below the minimum allowed limit. The rls 157 was also identified as there were multiple measurements of the right disposable final volume outside the specifications. The se 1026 was identified as the reported condition with the cause of the problem being the membrane gasket. The gasket was replaced. The device was sent to servicing. No other defects were found during evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an unspecified failure occurred a homechoice device. It is unknown whether or not this event occurred during patient use, though no patient injury or medical intervention was reported. No additional information is available.